Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold, capture loss and under-sensing. Fluoroscopy confirmed the ra lead dislodgement. Additionally, the right ventricular (rv) lead showed high capture threshold and r-wave amplitude variation. The ra and the rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.